Manufacturer narrative:
The manufacturer previously reported a trilogy evo ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a proportional valve test failure was observed. The device's proportional valve was replaced to address the issue. The device was returned to the manufacturer's product quality investigation laboratory for evaluation. During the evaluation of the original proportional valve, no errors were generated and the device passed all tests. It was concluded that the component operates properly.

Event description:
A trilogy evo ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a proportional valve test failure was observed. The device's proportional valve was replaced to address the issue.